Manufacturer narrative:
A medwatch report (ref: mw5170198) was received indicating that particulates were observed during compounding of IV epidural and standalone IV batches utilizing exactamix eva and secure eva 250 ml empty bags. No model number, lot number, or quantity of secure eva bags was specified. The reporter noted no visible deformities in the bags and did not attribute the finding to technician technique. It was hypothesized by the initial reporter that the particulates observed may result from scraping the bag wall after port puncture. The report identified the event as a "serious injury"; however, no adverse event was selected, and the health effect - clinical code specified "no clinical signs, symptoms or conditions." No health effect - impact codes were provided, and the event description stated the finding occurred during compounding inspection. On (B)(6) 2025, the MDR team confirmed with metrix personnel that a system issue caused the report to default to "serious injury" when both "product problem" and "required intervention to prevent permanent impairment/damage" were selected, resulting in discrepancies between the type of event and other health effect fields. The report was submitted anonymously. No product samples, product codes, product lot numbers, or additional information were made available to support further investigation. No manufacturing or process concerns related to secure eva bags have been identified at this time. Should additional information be made available, a supplemental report will be submitted.

Event description:
Metrix recieved a medwatch report number 5170198 with the following statement: floaters/particles were found upon inspection after compounding multiple IV epidural batches and stand alone IV compounds with the exactamix eva and secure eva empty bags. There doesn't seem to be any physical deformity with the bags or an issue of technician technique. Possibly there could be an issue of the bag being too easy to scrape along the wall after the port is punctured. The presence of the particles/floaters is unacceptable for patient use as it could cause patient harm if the floaters/particles enter the patient. Ref report: c. Mw5170197. No product part number, lot number, patient involvment status, or quantity of units affected were made available by the initial reporter. No additional information is available.